Manufacturer narrative:
Ge healthcare technician found a leak between 4.5l/min and 9l/min. The gas is leaking from bellows assembly. Mechanical ventilation is not available. The bellows assembly seal base was removed and reseated to fix the reported issue. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during pre-use checkout, the unit showed system leak error message on the display. There was no reported patient involvement.